Event description:
The customer reported that a kcl 20meq/100ml programmed at 100ml/hour infused faster than intended.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Manufacturer narrative:
The customer¿s report of an over infusion of potassium chloride (kcl) was not confirmed. Physical inspection during an onsite visit to the customer found that the membrane frame was a non-carefusion part made by elite biomedical solutions. Log analysis of the pump module shows on (B)(6) 2015 at 8:27pm the pcu was powered on and the source pump module device was attached as channel d seconds later. At 8:29pm the source pump module was programmed using guardrails IV fluids for 0.9% normal saline as a primary infusion. The user entered a rate of 5ml/hr with a vtbi of 100ml and started the infusion. At 9:39pm the source pump module was programmed using guardrails drugs for the drug potassium chloride at a concentration of 20 meq/100ml and a duration of 00:60 hh:mm (rate=100ml/hr). The user started the infusion program at 9:39:33 pm which began infusing at a rate of 100ml/hr and a vtbi of 100ml. At 10:03pm the user paused the pump module. At 10:37pm a flo-stop open alarm occurred that lasted approximately one second (¿0.8ml). A second later a door open alarm occurred. At 10:38pm another flo-stop open alarm occurred that lasted approximately three seconds (¿2.5ml). Three seconds later the door was closed. About 40 seconds later the user powered off the pump module. The total volume infused for the potassium chloride (kcl) infusion was calculated to be 39.182ml. The root cause of the customer¿s report of an over infusion is suspected to be due to the use of a 3rd party membrane frame.